Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to severe trunnion wear and dissociation of the head from the stem. Intra-operatively, excessive black tissue was noted in the patient, and the worn down trunnion had impinged into the liner. Patient was revised to competitor (femoral) and stryker (liner) devices.